Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blockage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 is not permeable, a computer controlled test is not possible. The results show that the shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can detect an accelerated outflow at the shuntasssistant, as well as a blockage and non-adjustability at the progav 2.0. The deposits visible in the shunt system have led to the functional impairments. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx414t) was implanted. According to the complainant, the shunt system caused an overdrainage and had adjustement problems. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.